Event description:
The customer reported excess artifact during shock advisory analysis. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.